Manufacturer narrative:
Two (2) devices were returned for evaluation of the reported failure mode, ¿t2 pre-deployment¿. Subject devices are not identifiable at the batch level and as such, were evaluated together. Initial insertion device was completely deployed and no implants/suture construct(s) were received. Subject device was found to be in the t2 pre-deployment and when functionally tested, actuates and cycles per design. The secondary insertion device had the implants/suture construct(s) attached but hanging off the end of the insertion needle. Subject device was also found to be in the t2 pre-deployment and when functionally tested, actuates and cycles per design. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review revealed one (1) additional record unrelated to the ¿t2 pre deployment¿ failure mode for the manufactured lot(s) on file. Per results of the investigation, there is insufficient information to determine a root cause. At this time, no further investigation is warranted. (B)(4).

Event description:
During a knee arthroscopy debridement, menisectomy and meniscal repair procedure utilizing the fast-fix 360 curved needle delivery system, it was reported that after deploying t1 implant, t2 implant feel off of the insertion needle. Initial fast-fix 360 curved needle delivery system was removed and the surgeon proceeded to use a secondary fast-fix 360 curved needle delivery system. It was reported that, while using the secondary device, t1 implant deployed successfully while t2 implant fell off of the insertion needle. It was reported that the surgeon used a duckbill and a grasper to resection the suture device out of the patient's meniscus. Per the surgeon, all implants were removed from patient. (B)(4).